Manufacturer narrative:
Complaint (B)(4). Received 1rk 454322/b25043fg for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated.

Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer advised tubes underfilled when using syringe method.